Event description:
It was reported, the pt has been experiencing auto-reducing since approx (B)(6) 2014 (exact date unk). The pt experiences pain in both legs but receives stimulation only in the left leg. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.